Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer asked which side of the recharger the patient should use. The consumer reported that the patient had ¿an awful time¿ getting the recharger connected to the ins to charge the implant, stating he spent a half an hour today and an hour yesterday trying to connect the ins with the recharger. The consumer reported that he worked with a manufacturer¿s representative (rep) who was very helpful, but the patient continued to have difficulty and the rep was currently unavailable. The consumer confirmed he was using the equipment correctly but continued to have difficulty. The consumer opted to disconnect and continue to ¿plug away¿ with equipment use. Additional information was received from the patient. It was reported that the circumstances that led to the difficulty connecting to the recharger was that it was a "dumb device to electronic charge" and it takes 30-40 minutes to get the paddle in the exact right spot. The patient said that the steps taken to resolve this included complaining to the reps and that the recharger was the problem. The patient stated that the issue was not resolved and it takes too much time every day to make a connection. Additional information received from a family member of the patient. It was reported that patient was discouraged with the device because they couldn't get the implant charged and repositioning the recharger wasn't helping. The caller spent a lot of time trying to charge the implant. The patient liked to do the charging when they were lying down because they were in a lot of pain and arthritic. The caller asked if the ins should be moving around; they thought the ins was moving around but weren't sure. The patient was thinking of having their healthcare provider (hcp) remove the ins because it was frustrating every day. The patient couldn't find the right spot and was wondering why the manufacturer couldn't make the device better and stronger. The patient was seeing the "no device found" screen, screen 16. They moved the controller closer to the ins and attempted communication and the controller showed "no device found". They were unable to establish charging. The patient removed/reinserted the controller batteries and the controller said "no device found". The caller noted that the patient will be in pain since they couldn't charge the implant and they weren't going to see their hcp until next week. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755. Serial# (B)(4): product type recharger if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was no longer having a problem with their equipment. Analysis found no issues with the recharger and noted that the failure was unconfirmed. No further complications reported.

Event description:
Additional information was reported that the patient called back and stated that they were having the same issue with their new rtm. The patient was asked if they were able to connect and the patient stated that they were unable to see the battery percentages and that they just need a new controller. It was reviewed that the controller will not display battery levels unless it is able to communicate with the device. The patient stated that they used to be able too. The patient was then asked if they were able to troubleshoot and the patient said no as their husband was asleep. It was reviewed that we do need to do troubleshooting as it is possible that a passive recharge flow may be initiated. It was also reviewed to call back when the troubleshooting is possible. No further information was reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was still having difficulty with ins being found to charge. Patient reported seeing "no device found" screen and indicated they are now experiencing bad pain. Patient's husband tried helping the patient find their ins by moving the rtm around the patient's body but was unable to get a better than poor charge quality. It was confirmed that the rtm was against the patient's skin. It was reported that the ins felt flat and patient had no significant weight gain/loss. It was reported that controller screen was currently frozen. Removing and reinserting the battery resolved the issue. No further complication was reported and/or anticipated at this time.